Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver charge and boot up passed. The receiver download was retrieved and attached. The log was downloaded and reviewed and there was no error found. The screen device information sn passed. The screen trend graph passed. The wiggle test passed. The use of multiple dexcom usb charging and download cables passed. The receiver passed all functional tests. The receiver case was opened, and the internal visual inspection passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.